Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive for reedswitch issue. Device operation was normal during lab testing. Performance data collected from the device was received and analyzed. Analysis revealed a data collection problem. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the office and device interrogation showed the data from old episodes were still recorded. It was noted the counters were not cleared due to reed switch. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen in the office and device interrogation showed the data from old episodes were still recorded. It was noted the counters were not cleared due to reed switch. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.